Event description:
It was reported that high shock impedance was observed. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin was returned cut in four segments. The portions of the lead that were returned were normal. Without return of the entire lead, a complete analysis could not be performed.